Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was seen in the line going back to the donor during the first return. The operator clamped the line before air returned to the donor. The customer also reported seeing air in the reservoir. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. No medical intervention was reported and the patient is reported as stable. The customer did not provide donor age. Donor unit ID #: (B)(6) terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected ranges during tubing set test, ac prime, and blood prime states of the procedure. The customer submitted four photographs to aid investigation. One image shows the cassette containing blood and confirms the presence of air bubbles in the filled reservoir. Some clumping is noted in the access filter trap. Plasma is observed in the plasma lines with the plasma valve closed. The rc valve is noted to be in the closed position, and rbcs seen in the rbc recirc line. Some of the tubing in the inlet and ac pump header tubing is visible and both appear to be loaded correctly. The other three photos show the operator holding the inlet/return/ac lines, and the donor line attached to the donor's arm and confirms the presence of air in the inlet tubing and a large section of air in the return line tubing. The customer history report indicates there were ten reports of a similar issue. A disposable complaint history search was performed for this lot and found two reports for similar issues on this lot. Investigation is in progress and a follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected ranges during tubing set test, ac prime, and blood prime states of the procedure. The customer submitted four photographs to aid investigation. One image shows the cassette containing blood and confirms the presence of air bubbles in the filled reservoir. Some clumping is noted in the access filter trap. Plasma is observed in the plasma lines with the plasma valve closed. The rc valve is noted to be in the closed position, and rbcs seen in the rbc recirc line. Some of the tubing in the inlet and ac pump header tubing is visible and both appear to be loaded correctly. The other three photos show the operator holding the inlet/return/ac lines, and the donor line attached to the donor's arm and confirms the presence of air in the inlet tubing and a large section of air in the return line tubing. The customer history report indicates there were ten reports of a similar issue. A disposable complaint history search was performed for this lot and found two reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in progress and a follow up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was seen in the line going back to the donor during the first return. The operator clamped the line before air returned to the donor. The customer also reported seeing air in the reservoir. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. No medical intervention was reported and the patient is reported as stable. The customer did not provide donor age. Donor unit ID #: (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and a correction in d.9. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected ranges during tubing set test, ac prime, and blood prime states of the procedure. The customer submitted four photographs to aid investigation. One image shows the cassette containing blood and confirms the presence of air bubbles in the filled reservoir. Some clumping is noted in the access filter trap. Plasma is observed in the plasma lines with the plasma valve closed. The rc valve is noted to be in the closed position, and rbcs seen in the rbc recirc line. Some of the tubing in the inlet and ac pump header tubing is visible and both appear to be loaded correctly. The other three photos show the operator holding the inlet/return/ac lines, and the donor line attached to the donor's arm and confirms the presence of air in the inlet tubing and a large section of air in the return line tubing. A disposable complaint history search was performed for this lot and found 8 reports for similar issues on this lot. See mdrs: 1722028-2024-00152, 1722028-2024-00158, 1722028-2024-00145, 1722028-2024-00140, 1722028-2024-00124, 1722028-2024-00114, 1722028-2024-00090, 1722028-2024-00103. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the available information, it is possible that the presence of air was the result of one or more of the following: - air remaining in the sets following prime or incomplete prime - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during an apheresis platelet procedure on a trima device air was seen in the line going back to the donor during the first return. The operator clamped the line before air returned to the donor. The customer also reported seeing air in the reservoir. All leur connections were tight and there was no clotting in the channel or in the return reservoir. The blood diversion pouch was not inflated with air. The operator reported that the donor was not connected prior to the ac prime, and no air was being drawn in through the ac line or filter. No medical intervention was reported and the patient is reported as stable. The customer did not provide donor age. Donor unit ID #: (B)(6) the collection set is not available for return because it was discarded by the customer.